Event description:
During a surgical procedure the ivs tunneller punctured the rectum. Contaminated pieces were removed from the sterile field. A new pelvicol matrix was opened. The puncture was repaired by the surgeon.